Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions via CAPA# (B)(4) to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood from the injection port cap after being inserted into the patient's jugular vein. The following information was provided by the initial reporter: "valve damage or malfunction. The above device was inserted in the right external jugular vein of a patient in theatre. It has been used to give medications a few times during the operation without problem. The last time when it was used, blood rushed out from 'injection port cap', possible due to valve malfunction / damage details of injury (to patient, carer or healthcare professional): no harm caused. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) the venflon was removed immediately. Site dressed, temporary pressure applied until safe to release."